Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgemnet occurred. The lesion being treated was located in the tortuous right coronary artery (rca). The lesion was predilated with an unknown size and manufacturers balloon. The physician attempted to place the 3.50x32 taxus liberte drug eluting stent, but was unable to cross the lesion. During withdrawal, the stent became 'half lose' off the ballon. The physician withdrew the stent delivery device together with the guiding catheter, but lost the stent in the upper leg. The patient condition is reported as 'ok'. Additional information was requested, but not provided.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. Product unavailable for analysis